Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device was hospitalized and intubated. Attempts to interrogate the device were unsuccessful. The device remains implanted. No additional adverse patient effects were reported.